Manufacturer narrative:
The customer reported that they did not hear a page and the page did not go to the correct person. There was a patient death. The customer was using paging as primary alarm notification, which is off label use of the product. The senior lead support engineer reviewed the provided message logs and found that all the alarms from bed 3214 at the time of the incident were delivered to the (B)(6). There is no data to support a philips device malfunction.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information was requested, the customer declined to provide.

Event description:
The customer reported that they did not hear a page, the page did not go to the correct person and there was a patient death. The customer was using paging as primary alarm notification, which is off label use of the product.